Event description:
It was reported that an implantable neurostimulator (ins) had been explanted per patient request due to decrease in efficacy. There was no patient injury. Patient status was reported as recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: extension: product ID 3708160, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: extension: product ID 3550-39, lot# n246304, implanted: (B)(6) 2010, explanted: (B)(6) 2012. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly. Final analysis of the extension (serial #(B)(4)) revealed no significant anomaly, the extension body was cut through, and the product was segmented. Final analysis of the extension (serial # (B)(4)) revealed no significant anomaly, the extension body was cut through, and the product was segmented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.